Event description:
Customer's father reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 190 mg/dl. Customer was at school when alarm occurred and customer's father does not recall any significant events that may have caused the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's father agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.